Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when switched on the device beeps continuously and has error message "clinical mode not available." There was no patient involvement.